Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was experiencing an alleged inaccuracy. The site had no issue verifying the instruments or registering the patient. Although, when trying to navigate with the straight suction, the geometry error was very high (around 4.2). The surgeon also reported that the tracking was inaccurate as well. It was noted that the site tried to do the 3-point touch as an alternative trace pattern for the second tracking after the inaccuracy was observed. The 3rd point which was normally on the eyebrow, but was instructed to use middle of the eyeball as the touchpoint. The use of the trace pattern was aborted and the site went back to the trace pattern with columella touchpoint. Troubleshooting was done to try and resolve the issue, a representative instructed the site to check for metal in the field and suggested trying a different port and instrument tracker. The flat emitter was sitting directly on the bedframe, it was advised to try and elevate the flat emitter from the bed frame. There was no impact on patient outcome and the issue caused a delay of less than one hour.

Event description:
Additional information received reported that the surgeon stated during the case, the inaccuracy was a few millimeters.

Manufacturer narrative:
H3: the system was serviced in the field, and the system performed as intended. Section d information references the main component of the system and other applicable components are: sw kit 9735737 stealth s8 cranial medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9/h2/h3/h6: logs and archives were received. Logs captured that the site did two trace registrations on the date of the issue with an error metric of 0.9mm and 0.7mm but they did not provide the root cause of the reported behavior. The site did trace registration with an accuracy metric of 0.7mm, the trace points were collected on the nose and forehead area and some points were collected on the nasolabial subunit and temple regions. Few points were collected outside the scan regions and some points were sunken into the skin. Hence, it was suggested to use a lighter touch while collecting the trace points and collect trace points only on the boney structures and do tracing only on the scan region. Overall there was insufficient information to determine the root cause of the behavior. Codes b01, c19 and d!5 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.